Event description:
It was reported that the patient left knee has been painful and swollen since the index surgery, which restricts range of motion. It is more painful now than before the surgery. The patient is very satisfied with his right tka which was implanted in (B)(6) 2013.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5516-f-501, triathlon p/a ps beaded #5l, lot code: ecexn. Cat. No.: 5527-b-500, prim bp w/holes bead w/pa sz 5, lot code: ec3dx. Cat. No.: 5554-l-350, triathlon mb patella pa a35, lot code: ednds. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿implants were not subject to recall in response to a patient¿s inquiry. There is no evidence that factors related to the prosthetic components were responsible for the periprosthetic infection in this patient.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lots referenced. Conclusions: it was reported left knee has been painful and swollen since the index surgery. Medical records submitted to clinical consultant noted resection arthroplasty with antibiotic spacer placement on the left knee was performed for a diagnosis of rule-out infected left total knee arthroplasty. The operative report notes an increased sed rate, wbc, crp, and a positive blood culture for staph epidermitis. Furthermore, the clinical consultant¿s review concluded there is no evidence that factors related to the prosthetic components were responsible for the periprosthetic infection in this patient. Stryker orthopaedics indicates this patient¿s implants are not subject to a recall.

Event description:
It was reported that the patient left knee has been painful and swollen since the index surgery, which restricts range of motion. It is more painful now than before the surgery. The patient is very satisfied with his right tka which was implanted in (B)(6) 2013.